Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer primed the tubing and changed the cartridge to resolve the issue. Customer's blood glucose was 298 mg/dl.